Manufacturer narrative:
A returned product evaluation confirmed that the tip section of the sheath was burned and about 4.5 cm was missing. The vari-lase IFU precautions use of excessive energy or incorrect positioning of the fiber relative to the sheath has been reported to compromise the integrity of the laser fiber and/or sheath and may result in fragments of a device remaining in the patient or a burn injury." The manufacturing records were reviewed and no non-conformances were found. The most likely root cause for this failure is clinician misuse.

Event description:
Laser procedure performed in usual fashion. On pull-back the fiber lock came apart from the sheath and the operator continued on pedal delivering joules in gsv. Upon removal of vari-lase sheath and fiber the operator noticed the sheath burned at tip. An ultrasound seemed to show a piece of the distal sheath left in the gsv. A follow up ultrasound has not yet been performed but is scheduled. Procedure staff didn't know when the fiber lock became disconnected. Follow-up information received: 30nov2017. A follow up ultrasound was performed and there was no migration of material, the gsv remained closed. The patient is aware of incident and expressed having no affect and is doing fine with satisfaction as to procedure result.